Manufacturer narrative:
(B)(4) 2015- mc+s - abundant growth of: corynebacterium amycolatum. Raised wcc 11.6 and crp 61. Gallium scan- two foci of mild gallium accumulation in superior and superoanterior aspect of the outer portion of the lvad. Infection and sepsis known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient and clinical factors including comorbidities and driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from australia, that the "patient presented with abdominal discomfort along drive line, with low grade temperature." It was stated that the patient was "previously treated for driveline infection and had ceased antibiotic 2 weeks prior to presentation." An ultrasound of the driveline tract was undertaken, "there is a concentric hypoechoic rim surrounding the drive line within the subcutaneous fat which is avascular." "This may represent a foreign body response although super-imposed infection cannot be excluded." "The lack of compressibility makes a drainable abscess unlikely." "The drive line deep to the peritoneum shows no such hypoechoic rind." "Swabs were taken of exudate which had reduced considerably, and blood cultures." Swab results were said to be "staph epidermis infection on the drive line." "It was also stated that "wcc were normal and crp elevated." "Cultures/swab show no growth after 48hrs." It was said that there were no alarms associated with this event. "Infectious diseases team consulted" and "recommenced oral antibiotics for one month and will follow up with patient." Patient was stated to have been "discharged home." No additional information provided. Investigation is ongoing.